Event description:
The company representative (cr) was present for a case. When drilling the first trajectory, the adtech drill bit snapped inside of the 2.45 rosa instrument for seeg. (The cr thinks that the surgeon may have bent the drill while using it or went in at an angle and then it snapped). The serial number of the instrument is (B)(6). Not sure if they will be able to get the drill that snapped out of the instrument or if it will need to be returned and replaced. Delay: 10 minutes (used another hospital 2.45 drill adapter instead).

Manufacturer narrative:
It was reported that during a surgery, while the surgeon was drilling through the 2.45mm drill adaptor, the drill bit fused in the drill adaptor. During this surgery, the jam could not be resolved. The subject drill adaptor, s/n (B)(6), was returned at the manufacturing site for investigation. A visual inspection confirmed the reported issue. Such drill adaptor issues were analyzed by a hardware engineer as part of a corrective action. This evaluation determined that the drill adaptor design has to be improved. Corrected data: b4 date of this report, d9 device availability, g3 date received by manufacturer, h2 if follow-up, what type, h3 device evaluated by manufacturer, h6 adverse event problem, h10 additional narratives/data.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. Unique identifier (UDI) #: (B)(4).

Event description:
The company representative (cr) was present for a case. When drilling the first trajectory, the adtech drill bit snapped inside of the 2.45 rosa instrument for seeg. (The cr thinks that the surgeon may have bent the drill while using it or went in at an angle and then it snapped). The serial number of the instrument is (B)(4). Not sure if they will be able to get the drill that snapped out of the instrument or if it will need to be returned and replaced. Delay: 10 minutes (used another hospital 2.45 drill adapter instead).